Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.

Event description:
Related to MFR report no. 2183959-2014-00040 & 2183959-2014-00041. It was reported that the patient experienced "long term pain" indicating inhibizone may be suspect. Additional observations include: post operative redness, tenderness and swelling. There were no signs of infection and the device remains implanted. No further complications were reported in relation to this event.